Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was alarming backflow while there was no flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the perfusionist, the flow probe would display a (usually negative) flow when zero flow was going through. Even when the lines were clamped, immediately pre and post the sensor, the unit would still intermittently alarm. H3: 81 evaluation is progress, but not yet concluded.

Manufacturer narrative:
Per the perfusionist, the flow sensor was replaced with a new sensor which corrected the issue.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. Flow was simulated using a water loop and a six-inch roller pump. The pst observed the flow sensor to function as intended throughout the evaluation. It was determined that the flow sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.